Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, the clips did not advance properly and there was tissue trauma. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.